Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. It was also reported that the lead's subsequent repositioning attempt was not successful because the patient was still feeling stimulation. A second lead implant was attempted, but had positioning difficulties. It was further reported that the problems experienced with both leads may have been due to the patient's anatomy. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.